Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The fixation pin broke during procedure. All remained fixation pin was removed from aiming block.

Manufacturer narrative:
The reported event that variax dr aiming block fixation pin was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to a user related issue. Most likely during usage, the device experienced high mechanical forces, and broke. The device inspection revealed the following: the visual inspection revealed that the screw and the fixation spreader were received for inspection (both in worn condition though) including the damaged limit pin which is completely broken out of its position. Note that this article was manufactured in may 2015, nevertheless we can determine that the cause of the pin breakage was due to high mechanical force during use (article as such is clearly worn). As result a CAPA # (B)(4) was opened and a design change was implemented ((B)(4)). Note that an effectiveness check for the new aiming block fixation pin design is still ongoing (planned completion date is the (B)(6) 2017). As per op. Tech. (Variax distal radius op-tech): ¿removal of aiming block: attach the joystick to the fixation pin by tightening the black grasping sleeve (clockwise). Turn the joystick knob counterclockwise to open fixation the pin (approx. 2 turns). Remove the joystick/fixation pin assembly from the aiming block. Remove aiming block from the plate. If necessary a screw can be placed in hole used for fixation of the aiming block. Ensure that all screw heads are fully seated onto the plate and fully tightened. [¿] attention: fixation pin should not be overly tightened as this may damage the threads on the pin. Only moderate effort is needed (finger tighten only).¿ if the aiming block has not been used carefully and under appropriate conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. As per IFU ((B)(4)): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As a result CAPA # (B)(4), was opened to further investigate the root causes of this recurring issue. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was broken the fixation pin during procedure. It was removed all remained fixation pin from aming block.